Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic post-procedure. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited high capture threshold. No intervention was performed. The condition of the patient was unknown.